Event description:
Caller reported a malfunction on pump, specifically malfunction code malf 0, but no notable events occurred prior. Customer's blood glucose did not exceed 500 mg/dl, indicating no adverse impact to blood glucose level. Cts provided instructions for resetting the pump, assisted with reset, and confirmed the malfunction did not recur after reset. Customer was advised to continue using the pump and to call back if the malfunction code recurs; caller acknowledged and understood these instructions.